Manufacturer narrative:
The reported field event premature battery depletion could not be confirmed by analysis. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Functional testing was normal.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited premature battery depletion. The device was explanted and replaced. The patient condition was stable.